Event description:
Technician discovered that the ground resistance is reading high on the safety analyzer. No patient impact.

Manufacturer narrative:
Technician determined that the ground terminal is missing on the power cord. The technician replaced the power cord plug to resolve the issue.